Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that during knee arthroscopy, the control unit was displayed an error, they stopped using the blade. They detached the blade and found that the metal particles inside the inner blade. The customer request to investigate where the metal particle comes from. No patient injury was reported.